Event description:
Reporter alleged that some of the needles from the multiclix lancet drum fell out. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.